Event description:
It was reported that during an emergent insertion and while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction, a vacuum was pulled and the iab was removed from the tray. The sheath was inserted into the patient's femoral artery. The md noticed that the proximal site of the membrane was unwrapped. There was a lot of resistance while inserting the iab through the sheath. As a result, the iab was not inserted. The md made a request for a second iab. Reference MDR #1219856-2010-00285 for the second report.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.